Event description:
It was reported that during the implant procedure the implantable pacing lead (ipl) encountered dislodgement and/or placement difficulty due to the length of the lead was too short. The ipl was removed and replaced for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).